Event description:
It was reported that a patient had a system error 2240 (air in line/set) alarm on the homechoice device during an unspecified phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual was noted with the supplies or the setup that could have caused or contributed to the reported event. The power was cycled to clear the alarm and the patient completed therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.